Manufacturer narrative:
(B)(4). The investigation found that the field service engineer (fse) took off c-arm connector because of a pressed in pin at the bottom (brown wire). The connector was damaged and was repaired by the fse. The user was advised to be careful when connecting.

Event description:
The customer reported the problem is that the fluoroscopy works, but does not display any image.